Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to myopotential noise and electromagnetic interference (emi). High shock impedance measurements were also noted. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.